Manufacturer narrative:
Concomitant product: vedr01 ipg implanted: (B)(6) 2010.

Event description:
It was reported that at a follow-up visit the patient's right atrial (ra) lead has a possible fracture as evidenced by a significant increase in ra lead impedance and noise in the bipolar configuration. The physician ordered a chest x-ray and it was noted that the patient's implantable pulse generator (ipg) had switched pacing polarity to unipolar. Actions are planned but have not yet occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.